Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. The imaging evaluation determined the following: there was a one time point available for evaluation: post-implantation cta dated (B)(6) 2024. Coronal reconstruction image showed 3 proximal radiopaque markers. This confirms there is only a gore® excluder® endoprosthesis and no aortic extender on this time-point. The aortic diameter just distal to the right renal artery (rra) appears to be 29.0mm. The aortic diameter ~8mm distal to the rra appears to be 33.4mm. The aortic diameter 15mm distal to the rra appears to be 37.2mm. Comparison axial series images showed contrast outside the proximal implanted device. The contrast outside the proximal device extends into the abdominal aortic aneurysm. Thereby, confirming a proximal type I endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following to gore: on (B)(6) 2019, the patient underwent an endovascular procedure utilizing the gore® excluder® aaa endoprostheses. On (B)(6) 2024, the patient presented with a persistent type 1a endoleak. The most recent CT scan shows that the endoleak is still present. The patient has been approved for a tambe intervention to correct the endoleak. This case has not been scheduled yet.

Manufacturer narrative:
Added section d5, d6a/d6b/d7a, g3/g4, h1/h2.